Event description:
It was reported that during a cardiac ablation procedure, when radiofrequency (rf) was used in the right atrium on the cavotricuspid isthmus (cti), therapy stopped during rf delivery and an alert message stating ¿temperature not met¿ appeared. It was reported that the radiofrequency (rf) current did not reach expected levels and stayed around 20. Rf lesion delivery was not as expected, with some lesions delivering for the full duration and others not. The catheter extension cable was removed and reconnected without resolve. It was also reported that when the catheter was removed at the end of the case, the physician noted the ¿usual membrane¿ on the lattice tip was no longer present and questioned whether it could have detached and remained inside the patient. The case outcome is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.